Event description:
It was reported to boston scientific corporation that the patient was implanted with an uphold vaginal support system on (B)(6) 2011. Polyform synthetic mesh was also implanted during this procedure. According to the patient, on (B)(6) 2011, the patient reportedly presented with a hard lump on her belly, above her vagina. She also experienced urinary retention. She was diagnosed with an unspecified infection. The infection was drained (details unknown) and a catheter was placed inside the patient, which was taken out after approximately three weeks. The patient underwent revisionary surgery on (B)(6) 2012. There was some mesh (type unknown) that could be seen, that was causing irritation. This part of the mesh was cut away. She was released the same day with some vaginal sutures. On (B)(6) 2012, the patient returned for a post-operative exam. The physician noted that the area looked good. Another post-operative visit was scheduled for (B)(6) 2012, however the observations from this visit are unknown.